Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received the following additional information about the event: - the patient identifier is (B)(6) - the patient date of birth is (B)(6) 1979 - following explantation surgery, the patient had her removed breast prostheses replaced with mentor memorygel breast implant 350cc gel breast prostheses. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture on the breast. The investigation was completed on a photo of the suspect medical device because the physical product has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the breast implant was observed with no apparent damage or visual anomalies. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts. Bilateral capsular contracture was diagnosed via ultrasonography. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.